Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, three "overspeed 1" alarms from the roller head occurred. The device was not changed out as the perfusionist was able to restart the pump. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
The field service rep (fsr) replaced the central processing unit board but continue to get the overspeed error message. Next, the fsr replaced the power driver board. The unit was tested to MFR's specifications and returned to clinical use. If add'l info becomes available on this complaint that would alter the fats and/or conclusion, a supplemental report will be filed accordingly.